Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer experienced a low blood glucose (bg) level ranging from "low" to 100 mg/dl. The customer was treated by paramedics and was transported to the emergency room. Customer consumed carbohydrates and was treated with intravenous fluids of saline to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.